Manufacturer narrative:
(B)(4). A batch review was conducted for potentially associated lot numbers h11e24030, h11h31070, h11h09050 and h11g12049 (product codes 5c4449 and 5c4483) and no exceptions were observed that were related to the reported condition. The problems were not confirmed. No device malfunction or use error was identified. No cause was determined.

Event description:
It was reported that a patient experienced ruptured diverticulitis and peritonitis coincident with therapy for peritoneal dialysis (pd). Therapy was discontinued. The patient was hospitalized for the event. The cause of the peritonitis was unknown. Treatment information was not reported. On an unreported date, the patient recovered from the events. This is the same patient as (B)(4).

Manufacturer narrative:
(B)(4). This report of peritonitis was received with no alleged device malfunction or use error; therefore, a sample was not requested. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. Should additional information become available, a follow-up report will be submitted.